Event description:
It was reported that the previous artificial urinary sphincter (aus) was previously removed due to erosion of the urethra at the cuff site. The patient underwent a reimplant surgery after proper healing time period. There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.